Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. No failed battery test alarms noted. Unit alarmed compromised forced sensor during basic occlusion test due to force sensor resistor damage by moisture. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery alarm. After customer changed batteries a compromised forced sensor alarm was received. Customer states drive support cap appeared normal. Customer's blood glucose was 214 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.